Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this event (error code e315) was unable to be identified, as the reported event was unable to be confirmed during the device evaluation. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon inspection and testing of the returned device, the customer¿s reported scope error e315 could not be reproduced or confirmed. The device was returned to the customer with no repair required. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility returned the subject device to an olympus service center with a report that scope error e315 was displayed. There was no patient or procedure involved when the issue was observed.